Event description:
Event description guidant received information from a legal complaint, that this cardiac resynchronization therapy defibrillator (crt-d) failed to operate and its failure was a direct cause of the patient's death.,